Event description:
It was reported that after the surgeon inserted an aq2003v three piece silicone lens and the lens was torn as it was being inserted. The lens was cut out of the eye without any pt injury and another same model lens was successfully implanted.

Manufacturer narrative:
Eval - results - visual inspection of the returned product showed that the lens was torn into pieces and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.